Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 475cc, catalog number 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(64) female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 475cc breast implants. The patient experienced deflation after implantation of the right breast implant. As a result, the patient will undergo explantation and replacement of the saline mentor smooth round moderate profile 475cc breast implant with saline mentor smooth round moderate plus profile 300cc breast implant on (B)(6) 2018.

Manufacturer narrative:
On 04/05/2018, it was reported to mentor that the facility name is (B)(6) surgery center, and the address of the facility is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/20/2018, it was reported to mentor that the device history record (DHR) of lot number 5548279 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).